Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. The pt has an unknown size taxus express2 drug eluting stent placed in the right coronary artery (rca). Three years post the initial procedure, the pt was taken off of plavix and aspirin due to a lung surgery. The pt had a lung nodule removed and 2 hours after the procedure had a heart attack. The 1st test results showed a blockage in the rca (where the te2 was placed), but the physician did not feel the patient should go to the cath lab so soon after surgery. Six days post the lung surgery, the pt was taken to the cath lab. The rca was found to be totally occluded. The pt was given angiotensin-converting enzyme inhibtiors. No additional patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.